Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result was obtained on a urine patient sample on a dimension vista 1500 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. On (B)(6)2019, the customer poured some of the affected sample into a cup and ran a precision study on the sample tube and sample cup using both instruments, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced and aligned sample 2 and reagent 4 probes and ran service mix and alignment method tests, which passed. Then, the cse recalibrated the instrument and ran qcs, which recovered within specifications. The cause of the discordant, falsely low ucfp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result was obtained on a urine patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). On (B)(6) 2019, the sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp result.